Manufacturer narrative:
Light fell during use. No injuries occurred. The light has not yet been returned to burton for analysis. After speaking with the facility, it appears improper maintenance was performed on the light. It states in the instructions for use that improper maintenance or tightening of friction screws can cause the separation of the lighthead and articulating arm.

Event description:
Lighthead disconnected from articulating arm. No injuries occurred.